Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling on their own. The screen is stuck on 9u and it cannot be cleared since the buttons are not working. Customer's blood glucose was unknown. The call disconnected before any other information was provided. Customer could not be reached. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.